Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an air in line alarm. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Service history review indicated no previous device service. The event history log was reviewed and there are no errors related to the customer complaint. The reported issue was not confirmed. Visual inspection identified a damaged downstream occlusion (dso) seal. The dso and mainboard were replaced. The performance verification test was performed. The device then passed all testing.